Event description:
The complaint is now reportable based on the analysis completed on 05/20/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x28mm taxus liberte' drug eluting stent could not cross the lesion. No pt injuries or complications occurred. Product analysis confirmed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified stent damage throughout. The struts were misaligned and bunched. This type of damage is consistent with the device possibly encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were found along the entire length of the hypotube. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).